Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-aug-2017 indicating reprogramming occurred on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient complained of side effects. The rate was decreased and the patient reported resolution of side effect. It was reasonable to infer the dose of medication caused the symptoms.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine, and compounded baclofen at 3.0 mg/ml, 30.0 mg/ml, 150.0 mcg/ml, 150.0 mcg/ml concentrations and doses of 1.7488 mg/day, 17.488 mg/day, 87.44 mcg/day, 87.44 mcg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the patient felt "over-medicated", sedation, and numbness on (B)(6) 2014. The it rate was decreased on (B)(6) 2013 and on (B)(6) 2014 the patient reported mild numbness with the other symptoms resolved. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone, bupivacaine, clonidine, and compounded baclofen. The clinical diagnosis was listed as it medication side effects. The issue resolved without sequelae on (B)(6) 2014.